Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
The customer was not able to make the device available to the technician for evaluation. The technician provided troubleshooting and instructed the customer to try the device with batteries only. The customer informed the technician that the device was not experiencing issues when using batteries. Therefore, the technician advised the customer to replace the acpa. Since the device was not evaluated, the reported issue was not able to be verified and was not able to be duplicated. The root cause of the reported issue could not be determined. The customer was provided a replacement acpa.

Event description:
The customer contacted stryker to report that their device would unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.